Event description:
The following was reported to hamilton medical ag: biomed states that after the control that we sent them was replaced, started getting tf431008, software is up to date, but can't get rid of the tech fault. Occurred during testing. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during testing with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective pressure sensor assembly and the pressure sensor assembly was replaced. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the pressure sensor assembly could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: biomed states that after the control that we sent them was replaced, started getting tf431008, software is up to date, but can't get rid of the tech fault. Occurred during testing. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed states that after the control that we sent them was replaced, started getting tf431008, software is up to date, but can't get rid of the tech fault. Occurred during testing. No patient involvement.